Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rect pain; thi pain; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: pain radiating from groin down right leg, pain walking surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: endoscopic examination to identify cause of ongoing low grade fevers and abdominal/pelvic pain. Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: tramadol for the treatment of: pain relief. Treatment duration: ongoing as required. On (B)(6) 2015 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor training post surgery.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.